Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID neu_unknown, product type: unknown. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for nonradicular pain syndrome (radiculopathies). It was reported that the patient programmer had poor communication with or without their antenna. The patient stated that their implantable neurostimulator recharger (insr) was able to communicate. It was noted that they could typically feel a tingling but did not during their most recent recharge. The patient stated that they had charged to almost full. It was reported that the patient¿s antenna was frayed. Trouble shooting did not resolve the issues. There was no allegation of an out of box failure. Later, on (B)(6) 2016, the patient confirmed that they had received their replacement patient programmer and antenna, but that the new patient programmer would not work. The patient programmer showed the poor communication screen. The insr showed the reposition antenna screen. The patient stopped feeling stimulation a few days ago. The last time the patient had charged was the night before yesterday and the insr showed full charge. The patient programmer and insr were not connecting and the patient had no stimulation. Additional information has been requested regarding cause, actions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up will be submitted.